Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics and the display. Due to the liquid which has penetrated the pump electronic the pump could not give any alarm. During the investigation after the pump was dried the pump triggered an e7 electronic error. Consumables the battery cover passed the optical inspection. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient's mother reported the infusion device does not turn on. Mother stated that this morning after the patient woke up she noticed that the infusion device was off and that there was a big stain on the display because of the broken lcd. Mother reported the patient was hyperglycemic; exact reading was not provided. Mother stated the issue occurred during the night but she does not know if the infusion device presented any alarm before turning off. Mother reported the device was working yesterday before the patient went to sleep and now it does not turn on. Patient is using the backup infusion device. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.